Event description:
During a coronary stent procedure, the physician was unable to cross the lesion. While attempting to retract back to the guide catheter, the stent caught on the edge of the guide catheter and dislodged. Attempts to locate the undeployed stent were unsuccessful and it remains in the patient. Patient status is listed as "okay".